Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3562 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cervicitis, marijuana abuse, dysfunctional uterine bleeding, back pain, vaginal delivery (labor and delivery discharge summary admit date- (B)(6) 2012), genital bleeding and pelvic pain (hospital discharge summary admit date-(B)(6) 2022 discharge diagnoses: active problems: * no active hospital problems. * resolved problems: pelvic pain). Previously administered products included: benzocaine-menthol, citalopram, phenazopyridine, acetaminophen and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3658 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted : removal date as per argus (B)(6) 2022 and as per mr (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: squamous and endocervical glandular mucosa with squamous metaplasia and mild chronic cervicitis. Endometrium: - proliferative phase endometrium myometrium: - no significant histopathologic abnormality. Serosa: - no significant histopathologic abnormality. Bilateral fallopian tubes: - no significant histopathologic abnormalities. Clinical history: acute abdominal pain syndrome, presence of intrauterine contraceptive device the fallopian tube segments are 7.7 cm in length by 1.2 cm in diameter and 6.5 cm in length by 0.8 cm in diameter, right and left respectively. There are pinpoint lumina that are lined by a pink mucosa. Representative sections are submitted as follows: 1 anterior cervix 2 posterior cervix 3 anterior endomyometrium 4 posterior endomyometrium 5 serosa 6 fallopian tube segments. [Smear cervix] in 2021: normal quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: reporters information, medical history and surgical pathological reports were added. Product removal date event onset date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3562 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.